Event description:
It was reported that cartridge leaked insulin three times on same day from bottom area where pump fill rod attached after being filled off pump. There was no adverse impact to the customer¿s blood glucose level. Customer changed cartridge, successfully resumed insulin therapy, and technical support arranged return and replacement of affected cartridge lot.